Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. Error c-33 and c-00 appeared after the start. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, operating room (or) nurse informed intuitive surgical, inc. (Isi) clinical sales associate (csa) that error c-00 occurred on vio dv integrated electrosurgical unit (iesu). No troubleshooting was performed when the issue occurred since the customer did not call isi technical support engineer (tse). There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) was returned for failure analysis, and the reported failure was confirmed and replicated. During start of the system c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on analysis. The probable root cause of this issue is attributed to high frequency voltage related electrical and fiber optic defects on the iesu.